Manufacturer narrative:
Product analysis visual inspection: the device was returned with the red locking pin still in place the size indicated on the strain relief was 9f 14mm x 100mm the stent was not deployed on the returned device the size indicated on the returned label was a 9f 18mm x 120mm the red locking pin was removed in the lab the inner tubing measured 120mm the stent measured 120mm in length the diameter of the stent measured medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a labeling and packaging issue with an abre stent, where the box and sterile package were labeled as 18x120mm, but the device/delivery system was labeled as 14x100mm. The outer seals on the box were intact. This issue was discovered prior to use, and the device was never implanted. The sterile packaging was intact, and there were no missing components or damage to the outer packaging. The procedure was completed using a new device.